Event description:
Customer reports the softclix plus lancet will not retract and she accidentally stuck herself when trying to manually pull out the lancet. No medical treatment needed. Customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device but customer had thrown it away; replacement was sent.

Manufacturer narrative:
Customer has discarded product; therefore, there will be no evaluation of product.